Manufacturer narrative:
Additional information: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling shaft, gear sleeve, and ball bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of manufacture is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as march 19, 2009. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure for a fracture repair of femur on a canine it was discovered that the small battery drive device was "making a high pitch noise", had "low power" so it would "not spin quick enough to use". There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.